Event description:
It was reported that during lv lead placement, the distal part (approximately 5 inches) of the guide catheter (mb2) broke off over the lv lead in the patient like a sheath. The part is still in the patient. No further pt complications reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.